Manufacturer narrative:
Three attempts were made to contact the patient, but no response was received.

Event description:
The case manager at the hospital called to report that the patient was unaware that his poc had no charge and was no longer giving oxygen. The unit's battery lasted about an hour. The patient went several hours without o2 and this caused him to go to the hospital. The patient was admitted to the hospital with oxygen levels in the 70s.